Manufacturer narrative:
D4: unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: the affected part was returned to livanova deutschland for a detailed investigation. During technical inspection, the fault was confirmed: device was not turning on when connected to power. As troubleshooting the dc (direct current) supply, the cable and mains filter kit were replaced. Functional test passed positively and unit was returned to customer. A device service history review has been performed and identified that the unit was manufactured in 2010 and no other similar event has been reported, neither concerning trend has been identified. Based on the outcome of service activity, the most likely root cause for the reported issue has been assigned to a defective dc (direct current) power supply and cable.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 electronic gas blender. The incident occurred in ludwigshafen, germany. According to user, all cables associated to the device were all connected. The affected unit was replaced with another one. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an unexpected shutdown of a s5 electronic gas blender system. The event occurred during procedure. There was no patient injury.